Manufacturer narrative:
The probable cause of the falsely elevated troponin I result is contamination from the r1 probe or drain. A siemens healthcare diagnostics field service representative serviced the instrument. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was automatically repeated and a lower result was obtained. It is unknown if patient treatment was prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.